Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828804) was implanted via v-p shunt on unknown date with unknown setting. Due to ventricular enlargement; valve obstruction was suspected. Therefore, the valve was removed and replaced on (B)(6) 2022. The event led to more than 30 minutes surgical delay.

Manufacturer narrative:
The certas valve was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected; the silicone housing was cut/torn along the siphon guard, the siphon guard was separated from the valve, damage was noted on the distal connector, needle holes in the needle chamber, and deep marks were noted in the siphon guard. The valve was hydrate. The valve was leak and leaked from the damaged silicone housing. The valve could not be reflux due to the damaged silicone housing. The valve passed the test for programming, occlusion, siphon guard and pressure. The siphon guard was visually inspected; marks were noted on the siphon guard. No root cause could be determined for the issue reported by the customer as the technician could not confirm any occlusion issues with the valve at the time of investigation. The root cause for the cut/tear in the silicone housing is probable due to user¿s error, as noted in the IFU, do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway or a sharp or pointed object coming into contact with the silicone housing, also noted in the IFU, silicone has a low cut/tear resistance. The root cause for the marks in the siphon guard and the connector are probably due to a sharp or pointed object coming into contact with the siphon guard and connector. The possible root cause for the issue reported by the customer, could be due the cut/tear in the silicone housing.

Event description:
N/a.